Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead exhibited placement difficulty, high impedance and there were several failed attempts to test the thresholds. The pacing lead was not used and was replaced. No patient complications have been reported as a result of this event.